Event description:
Patient's father reported that his son received a shunt that over drained. As a result, an anti-siphoning device was attached. The over drainage appears to have stopped.

Manufacturer narrative:
Upon completion of the investigation it was noted that over drainage was not observed in the laboratory environment. It was however noted that an occlusion was present, which prevented the device to flow freely. When the occlusion was removed and the device irrigated again, the flow was normal. It was also noted that the device failed the programming test. Biological debris was found throughout the device. This appeared to be the root cause for the device problem. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.